Event description:
A brand called honey pot make sanitary pad that are "herbal infused". These pad cause painful burning sensation that remains even after washing. Multiple reviewers online had similar experience. Marketed for postpartum which is even worse if you can imagine having any stitch or other trauma. Please look into it and see if these can be removed from shelves. Used these while going through a miscarriage. Didn't think things can go worse that day. Honey pot proved otherwise. Date of use: (B)(6) 2022. Reason for use: bleeding.